Event description:
It was reported that there was a pump problem, as the actual residual volume (8ml) was greater than the expected (2.8ml) residual volume at refill. Follow-up was sent to obtain drug, patient information, intervention, and outcome,but was not available at the time of this report; if additional information is received the report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).